Event description:
Per oos, this pt experienced syncopal episodes. This lead was explanted and returned for analysis, due to noise and the impedance was less than 200 ohms. It was replaced with a setrox s 53, (B) (4).